Manufacturer narrative:
On 28-apr-2023, additional information was received confirming that the sheath and the needle used for transseptal puncture were not biosense webster inc. Products. As such, the complaint was reassessed and the bwi product is to be considered a concomitant device in this event and no longer considered to be MDR reportable against the soundstar eco 8fg ultrasound catheter. Therefore, the h 6. Medical device problem code has been updated. Should more information become available in the future, the reportability decision will be reassessed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that after transseptal puncture with a radiofrequency (rf) needle, when the echocardiography was performed, perforation was confirmed. Drainage was performed. Drainage and blood transfusion were performed, and the patient¿s condition was stable, but since the bleeding had not completely stopped, the patient was sent to another facility for follow-up. Ablation was not performed. The physician's opinion on the relationship between the event and the product was that there was a possibility that the right atrial canopy and septum were perforated with rf needle during transseptal puncture. There were no abnormalities observed prior to and during use of the product. Since the bleeding did not completely stop even after pericardial drainage, the patient was transferred to another hospital. The patient underwent thoracotomy at another hospital and was returned to the original hospital where the patient had catheter ablation subsequently hospitalized. The patient will be discharged from the hospital within this week as the patient¿s condition is stable. Outcome of the adverse event was recovered.